Event description:
It was reported before use that, the cs300 intra-aortic balloon pump (iabp) unit was found to have multiple errors; EKG failure, autofill failure and would not show pressure tracing. No patient harm was reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported before use that, the cs300 intra-aortic balloon pump (iabp) unit was found to have multiple errors; EKG failure, autofill failure and would not show pressure tracing. It is unknown if the patient is involved however, there is no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was found to have multiple errors EKG failure, autofill failure and would not show pressure tracing.